Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient had trouble with their pump "running out" before. The pump was used to infuse dilaudid and baclofen.